Event description:
Caller reported an alarm 2 followed by alarm 26, indicating occlusion issues that resulted in the customer's blood glucose level exceeding 500 mg/dl, with a displayed value of "high." Correction injection via multiple daily injections was performed by customer, who did not require assistance from any third party. Technical support instructed caller to perform several tasks, including adjustments to tubing and delivering boluses. Although occlusion alarms recurred, a successful bolus was completed after loading a new, empty cartridge onto the pump. Customer was advised to replace supplies as necessary and continue insulin therapy.